Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2020-31049. It was reported that the patient's lead was explanted due to weakness and numbness. Following the explant the patient's symptoms have improved. No further information is available at this time.